Event description:
It was reported that there are some cracks at the weldseam at the rear end leg assembly. There were no reported sharp edges. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Cracked weld seam on the back leg assembly.